Manufacturer narrative:
(B)(4). Adjusting knob, lockout slide tip damaged, casing/shroud. Additional information received: procedure was a colectomy. Residents were using the devices and did not have the safety in place when the devices fired prior to being placed on the tissue. When fired, some staples fell out, but did not fall into the patient. The analysis results showed that the tl90 device with the hook shroud open and with a cartridge loaded on the device. The cartridge was returned fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, two of the devices fired prior to being applied on tissue. Case completed with another device of a different product code. There were no patient consequences reported.